Event description:
It was reported that during a da vinci-assisted transabdominal preperitoneal (tapp) incisional hernia surgical procedure, the mega suturecut needle driver instrument broke. The instrument was removed from the patient and the field. Customer confirmed no pieces fell into the patient. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use. There was no damage or anything out of the ordinary observed. The surgeon was suturing when the issue occurred. The instrument did not collide with any other instrument or tool during the procedure. There were no issues related to opening/closing of the grips, left/right (yaw) motion of the grips, and the up/down (pitch) motion of the wrist, until the instrument broke. Customer was unsure if there were any cables visibly protruding from the distal end of the instrument. No fragment fell inside of the patient¿s anatomy.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The mega suturecut needle driver instrument was analyzed and found to have a broken distal pitch cable at the clevis hub. The broken cable segment that contains the crimp was missing from clevis. The part was not returned. The cable was fully broken. The was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking. The complaint was confirmed by failure analysis.